Event description:
Caller reported mobile system blood glucose result of 5.8 mmol/l and lab result of 3.7 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).